Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case, there was intervention to treat the pvl performed after the initial implant surgery. The device was not returned for evaluation, as it remained implanted. The root cause of the plv remains indeterminable. However, it is likely that patient and procedural factors contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed an article entitled "management of paravalvular leak after rapid deployment edwards intuity elite valve" in jacc cardiovasc interv. (B)(6) 2019;12(5):e39-e40. Within the article it was identified that a patient with a 23mm pericardial aortic valve underwent a balloon valvuloplasty (bav) procedure due to severe pvl secondary to a poorly apposed stent skirt in the annulus and after an approximate implant duration of 6 months. The patient recovered well with resolution of his symptoms. Prior to the bav procedure patient was treated with antibiotics empirically without evidence of vegetation, but patient still had ongoing dyspnea and fatigue with minimal exertion.